Manufacturer narrative:
Zimmer biomet (B)(4).

Event description:
It was reported that the implant fractured at collar level. Another implant will be placed in two months.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant (tsvt4b10) and on removal tool were not returned for investigation. There were no allegations against the removal tool. Therefore, the investigation was conducted only on the implant. Visual evaluation of the as returned implant identified damage and bone residue around the external threads due to usage; the implant was fractured around the collar. Additionally, the removal tool was still engaged in the implant. Functional testing could not be performed since the implant was fractured and the removal tool was still engaged. Pre-existing condition noted on the per was moderate bone density ¿ type ii. The reported device had been placed on tooth # 36 (fdi) for approximately 3 years. X-ray / picture images were not provided. Documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions (pages 3 & 4). Per the applicable IFU, it is stated that severe bruxism, clenching, and overloading, may cause component fracture, screw loosening and device failure.DHR review for the lot (62968275) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (62968275) and no similar event or complaint was found. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.